Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that u-link was damaged and preventing door opening and closing properly. A field service engineer, replaced u-link and restarted station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 1 was failed and would not recover. Customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.